Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012; inratio2: 2.5; lab: 1.78. Therapeutic range: 2.0-3.0. Time between testing was ten mins. Last dose of coumadin was day before.

Manufacturer narrative:
Investigation pending.